Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain and an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead site was revised to address the issue. The patient was administered both antibiotics to address the issue.

Manufacturer narrative:
A patient experienced pain and an infection at the lead site(s) was reported to abbott. Surgical intervention was undertaken wherein the lead site was cleaned out. The patient was administered antibiotics to address the issue. The infection has cleared. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates that on 19aug2025 they cleaned out the infection at the lead implant site. The infection has cleared.